Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the side of implant location, serial number of the device, and revision surgery. The device was implanted in the left side, and the lot number of the device is 7722854-053. The patient underwent unilateral removal without replacement for the left side. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant prosthesis and experienced postoperative wound infection (side unknown). The patient went in for a consultation on (B)(6) 2020 and had the implant explanted on the same day. Multiple attempts were made to obtain additional information. However, no additional information has been received. A supplemental report will be submitted if additional information becomes available in the future.